Event description:
Reporter alleges the pt has a history of a motor vehicle accident 6/30/94 with a right increase of tenderness at night. Reporter also alleges the pt complains of local discomfort increasing and decreasing over the years, arthralgias, myalgias, paresthesia, fatigue, adenopathy, headaches, dizziness, neurocognitive problems, hair loss, rashes, shortness of breath, gastrointestinal and genitourinary problems and rupture.